Event description:
When electrodes were placed on patient for emergency discharge and defibrillation, no discharge occurred. This prevented delivering therapy to the patient. After approximately 2 minutes, without further manipulation, the device recommended a shock and it was successfully delivered at 200 joules. There was no adverse effect on the patient.